Event description:
The manufacturer received information alleging a ventilator was displaying a low oxygen inlet pressure error and that the device is experiencing no 02 pressure. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.